Event description:
The customer reported to olympus that during routine microbiological testing after an extended period of storage without reprocessing, the evis exera iii gastrointestinal videoscope tested positive for a serratia marcenscens contamination the user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing. After culture testing, the device will be evaluated. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer provided the cleaning, disinfection, and sterilization process stating that precleaning was performed immediately after the procedure. The customer reported the precleaning process is as follows: gross soil is removed from scope, scope is flushed and wiped down with enzymatic solution. During manual cleaning, the endoscope channel was brushed with a single use olympus brush. The automated endoscope reprocessor (aer) used was medivators adv plus with medivators intercept detergent and medivators rapicide pa disinfectant. There were no reported problems with the aer and the minimum effective concentration is checked each cycle. The last preventive maintenance for the aer was in june 2023 and all reprocessing personnel are trained on how to properly reprocess an endoscope. The device was dried and stored hanging in an hepa filtered air drying cabinet. Olympus is the maintenance company. As part of the investigation into this report, an olympus endoscopy support specialist (ess) has been dispatched on-site to assess the reprocessing practices at the user facility. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes and olympus endoscopy support specialist (ess) visit, results of third-party testing, the device evaluation and the lms final investigation. An olympus ess visited the user facility where it was noted that the device was not immediately reprocessed. The lm reviewed the customer cds processes where the deviation from instructions for use (IFU) was confirmed. Olympus provided the following result of the culture test, performed at the third-party labs: test finished date: jan 29, 2024 sampling from: insertion section cfu: unk. (Unknown) bacterial identification: bacillus circulans sampling from: air-water channel cfu: unk. Bacterial identification: staphylococcus hominis, streptococcus sanguinis sampling from: instrument /suction channel cfu: unk. Bacterial identification: bacillus pumilus sampling from: auxiliary water channel cfu: unk. Bacterial identification: staphylococcus capitis, micrococcus luteus the device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a deviation from instructions for use (IFU) was confirmed therefore, reprocessing may have been conducted insufficiently. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.